Event description:
Information was received regarding a cadd legacy pca pump. It was reported that the patient was pressing demand dose and attempted to increase to 25, but what was given remained at zero. The pump was programmed for 30 minutes lockout. It is unknown if there was no patient, or clinician injury associated with these occurrences. No further details provided at this time.